Manufacturer narrative:
Ground prong pulled out of power entry module.

Event description:
It was reported by service report that the there is no power on the bed because the ground prong was pulled out on the power entry module. No pt involvement or adverse consequences are reported.